Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy enteral feeding device was placed three days prior, (patient age, gender and weight unknown). According to the complainant, 3 days after placement, the enteral feeding device almost detached from the patient's body. After the device was removed, an attempt was made to inject sterile water; a leak was noted at the port. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient - leak(s). The lot number is unknown; therefore, the device manufacture date cannot be determined. Inflation of the returned device was attempted; however water leaked from the inflation value out the cubby at the duckbill area. The device evaluation concluded the cause of the leak at the feeding port to be attributed to the lack of rtv sealant around the core.